Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction. It is unknown if the device produced sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the speaker was faulty. Based on the information available and the testing conducted, the cause of the reported problem is the speaker. The reported problem was confirmed. The fse replaced the speaker to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e #:(B)(6).

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.